Manufacturer narrative:
The customer report of channel disconnect was confirmed; however the report of "all 4 channels stopped" was not confirmed. Analysis of the pcu event log indicated that syringe module sn (B)(4) in the channel c position and the syringe module sn (B)(4) in the channel d position were recorded as removed inducing a "channel disconnect" alarm on (B)(6) 2015 at 05:16am. The removed syringe module¿s event log noted that the error was the result of a power interruption to the modules. The modules were recorded as re-attached within a few seconds of the removal. The user restored the infusions and ran for another hour before terminating the infusions and shutting down the system. The actual configuration of the modules as attached to the pcu cannot be determined from a log analysis. The system was evaluated under various configurations with all four syringe modules infusing as noted in the event log at the time of the incident on (B)(6) 2015. When tested with channels a and b to the left of the pc unit and channels c (sn (B)(4)) and d (sn (B)(4)) to the right, and the syringe modules aggressively manipulated, channels c and d experienced a power interruption and a "channel disconnect" alarm occurred. This error replicates the customer¿s report. The right iui connector on the pcu had no significant observations that would cause continuity issues. The left iui on channel c was suspect for continuity issues. It was temporarily replaced with a known good in-house test iui connector. With aggressive physical manipulation of the syringe modules the issue did not return. The removed left iui connector from the syringe module had a date code of 09/08 (september / 2008) and was determined to be the original installed during manufacturing. Inspection of the left iui connector showed contamination and corrosion on the pins including pin 13 which is responsible for turning on +8v power to the module when attached at the right side of the pcu. A loss of continuity on this pin would turn off the power to the module and any adjacent modules attached to it. The proximate cause for the reported event is attributed to the presence of contamination/corrosion on the pins of the left iui connector on the syringe pump module in the channel c position. The root cause for the contamination/corrosion on the pins was not determined.

Event description:
The customer reported that "without disturbance to pump, rang off channel disconnected. All 4 channels stopped." No further details are available.